Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer booted up normally several times, however, it was decided that the computer be changed. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred pre-operatively during the select patient/acquire scans and caused no delay to the surgery. It was reported that before starting the surgery, the video signal stopped working. Restarting the system did not resolve the issue. The surgery had to be rescheduled. The surgery was cancelled before they administered the anesthesia to the patient.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.